Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding the neuro balloon catheter (same reporter, same product problem, different incidents, different surgeons). It was reported that when performing a third ventriculostomy, the tip bent. The procedure was still completed successfully using the device but the surgeon has noticed that the tip has bent more within the last month. There was patient contact but no patient injury or death alleged. It was unknown if the event led to a significant increase in surgery time. Additional information has been requested but to date, no new information has been provided.